Event description:
Following a left heart catheterization, an angio-seal device was deployed. The pt complained of pain at the site and was very restless. The pt was released from the hospital but later returned complaining of pain. A doppler study on 11/29/1999 was negative. The pt continued to complain of pain and an angiogram of the left common femoral artery (cfa) revealed an occlusion of the femoral artery. The vessel measured 4.7mm. Surgery was performed at the a medical center in 1999 for removal of the angio-seal device from the left common femoral artery (cfa). The pt had good distal pulses and was discharged in 1999.